Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons were unresponsive. The customer¿s blood glucose was unknown. The customer report that the act button was not responsive. Customer confirmed the time advanced when she observe the clock. Customer was advised to stop using the insulin pump and refer back to the backup plan. The insulin pump will not be returned for analysis.